Event description:
I am not certain but I do think there may be a problem with the device being used for improper functions. For the record this is just an opinion/ assumption. I recently bought a new apple watch, it was defective because of a 3rd party program that was installed that had to do with parkinsons disease. I also recently found a remote work station connected to my laptop which was hacking my accounts. My bank, my phone and secure access for dol and unemployment benefits. I have hacked accounts and identity theft which is a horrible mix. I constantly change settings trying to secure my accounts, I noticed the remote station was hosted by ndis. I also have a braille menu embedded on my ios device. Could it be possible that the medical device was used to control an ios device? I think a screen reader or similar was controling my device preventing me from getting help with identity theft. I dont have any disability that would require a screen reader, I've been making complaints and no response, I also think there are a lot of other technical issues involved. But the description is very similar to the info in the warning. Could it be the device is actually not defective but, misuse of the device may have lead to malfunction due to program updates and removing unauthorized activity from my laptop. There was a remote internet connection coming from (B)(6) family shelter. I looked up the organization ndis on wikipedia and got blocked globally soon after. I have a feeling there could be a connection however I am not technically or medically qualified to give any advice on this. It would be sad to stop using something that actually does help people if my assumption is right. If this is not possible, I apologize. I felt it was worth reaching out.